Event description:
A physician in another country reports that after a skin test proved negative, a pt was treated in the nasolabial folds with collagen and developed erythema and swelling within two days. Four weeks later granulomas formed at the treatment sites. The physician gave cortisone; rate, route and dosage not provided. No other info was provided.